Manufacturer narrative:
Device evaluation 1 unit of lot c1829760 of echo-19 was returned open in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 20 june 2024. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device, distal end of needle examined, and no issue observed, stylet examined, and no issue observed. Functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract without issue, sheath and needle observed to be broken proximally below sheath extender, needle removed from device and proximal break observed below sheath extender. Decontamination note: severe kink below sheath extender became broken during device decontamination. (Cma) decon date 17jun2024 this pr is opened to capture the instance of use error 2024.msg use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1829760 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "use of this device restricted to a trained healthcare professional". The package label containing the expiry date should be referenced. There is evidence to suggest that the customer did not follow the instructions for use (ifu0101) as the device was used past its expiry date which will be investigated under this file. Image review an image was not returned for evaluation. Root cause review a definitive root cause can be attributed to user error as echo devices should not be used beyond the date specified on the product label, therefore the user did not follow the instructions for use summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse event due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-feb-2025.

Manufacturer narrative:
PMA/510 k#: k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used on the 29th of may 2024, the expiry date for this device was the 17th of may 2024. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1.1 for complaints occurring during use (once in contact with endoscope), also ask: 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Second duodenal portion. 1.1.3 please describe the size of the intended target site. Normal lesion. 1.1.4 what is the endoscope manufacturer and model number that was used with this device? Fuji eg-580ut 3.8. 1.1.5 was gaining access to the targeted site difficult? No 1.1.6 was the endoscope in a flexed or twisted position at any time during the procedure? The flexed position of the tube was normal in this type of procedure. 1.1.7 was needle penetration of the targeted site difficult? 1.1.8 was the stylet in place inside the needle when advancing into the targeted site? Yes 1.1.9 how many biopsies were obtained with use of this needle? 0 1.1.10 did any section of the device detach inside the patient? No 1.1.11 was the needle fully retracted when the device was removed from the patient? Yes 1.1.12 if not, with the device in question, how was the procedure performed and/or finished? 1.2 for complaints specific to the echotip ultra fiducial needle, rpn echo-22-f.